Manufacturer narrative:
As reported in a research article, endocarditis was noted one year after the valve was implanted, which was successfully treated with antibiotics. The patient passed away due to unknown causes about three and a half years after the valve was implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. A more comprehensive assessment, including pathological examination of the valve tissue, could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. The cause of the endocarditis and patient death could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
The abstract article, "trifecta bioprostheses: evaluation of the safety based on the study of degenerations according to the varc-3 classification", was reviewed. The research article is a retrospective single center experience to evaluate the intrinsic imputability of trifecta for dysfunction according to the varc-3 classification in patients implanted and to reassess their referencing in our center. Trifecta valve was the device associated with this study. The article concluded, the classification of failures according to varc-3 indicated the intrinsic imputability of the trifecta¿ bioprostheses regarding to the number of svd-type dysfunctions. Although this study has limitations, it shows the understatement of medical-devices-vigilance cases by the medical staff. [The primary author of this article is richez, ophelie, amiens-picardie university hospital, 1 rond-point du professeur christian cabrol, 80054 amiens, france, with email address of : richez.ophelie@chu-amiens.fr]. It was reported that on an unknown date in may of 2013 a 27mm trifecta valve was implanted in a patient a past medical history of calcified aortic stenosis. On 25 july 2014, the patient had aortic endocarditis due to streptococci gordonii in the presence of 4 blood cultures positive, of fixation of the aortic bioprosthesis on positron emission tomography (pet) scan but with 2 trans-esophageal echocardiography not finding valve lesions and was treated medically with bi-antibiotic therapy for 5 weeks. No replacement despite complications. On 31 march 2023, it was reported the patient died on january 4th, 2017. The cause of death was unknown. No additional information was provided.